Manufacturer narrative:
Analysis summary: the device was subject to electrical/mechanical function testing. A malfunction in the timer two section of the omega i.c. Was observed.

Event description:
The device was responding properly in the following tests: magnet mode, pacing threshold, lead impedance, and ventricular sensing threshold. However, the atrial sensing test was unsuccessful at which time the device was changed to the aai mode. The device then reverted into backup. The device was reset and appeared to be working properly. The atrial sensing threshold test was performed again.